Event description:
It was reported that during a pulse field ablation pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. The physician introduced the versacross rf wire into the short sheath at the patient's groin and advanced it up into the superior vena cava (svc). Then, the sheath and versacross dilator were shaped without the guidewire in. Upon advancing the sheath and dilator over the guidewire into the svc, it got stuck and did not want to advance. The physician removed the complete system from the patient and replaced with a new one. It was attempted to advance the dilator and sheath over the rf wire once it was outside of the patient, but the wire was stuck and would not advance. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. A resistance was felt during the initial insertion. The distal tip of the rf wire was in the svc and the sheath and dilator got stuck while still advancing through the inferior vena cava (ivc). The wire was not inserted through metal introducer. After it was removed from the patient you could notice some kinks on the rf wire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at boston scientific's post market laboratory, it was noted during visual inspection that the rf wire met the design specifications for both the distal and proximal outer diameters. Next, no damage was observed on the distal tip of the rf wire. Finally, visual inspection also showed a sharp kink near the distal end, and multiple kinks were identified along the rf wire body. Boston scientific concludes the rf wire stuck event is confirmed based on analysis of the returned device. The stuck rf wire was most likely due to failure to follow instructions. An excessive force was likely applied to the wire in order to advance the dilator/sheath over the wire through tortuous anatomy. It can be concluded that use error (excessive force) most probably contributed to the event. The device met all requirements prior to being approved for final distribution/sale.

Event description:
It was reported that during a pulse field ablation pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. The physician introduced the versacross rf wire into the short sheath at the patient's groin and advanced it up into the superior vena cava (svc). Then, the sheath and versacross dilator were shaped without the guidewire in. Upon advancing the sheath and dilator over the guidewire into the svc, it got stuck and did not want to advance. The physician removed the complete system from the patient and replaced with a new one. It was attempted to advance the dilator and sheath over the rf wire once it was outside of the patient, but the wire was stuck and would not advance. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. A resistance was felt during the initial insertion. The distal tip of the rf wire was in the svc and the sheath and dilator got stuck while still advancing through the inferior vena cava (ivc). The wire was not inserted through metal introducer. After it was removed from the patient you could notice some kinks on the rf wire. The product has been received for analysis.